Manufacturer narrative:
Upon reassessment it was determined that this item was reported in error. The initial report was submitted in error and should be voided. The tibia is not related to the reported instability.

Event description:
Upon reassessment it was determined that this item was reported in error. The initial report was submitted in error and should be voided. The tibia is not related to the reported instability.

Event description:
It was reported that a patient was revised approximately six months post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Medical product femur cemented (ps) standard left size 5 item# 42500605801 lot# 62010247 articular surface fixed bearing (ps) left 13 mm height item# 42511400413 lot# 61983252 australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.